Manufacturer narrative:
PMA/510(k) #: this specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us therefore MDR reporting criteria applicable to this event. Device evaluation: the evo-pc-10-11-8-b device of lot number cf1625500 involved in this complaint was not returned therefore a document based review will be performed. Lab evaluation: n/a. Documents review including IFU review: prior to distribution all evo-pc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-pc-10-11-8-b device of lot number cf1625500 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #cf1625500; upon review of complaints this failure mode has not occurred previously with this lot #cf1625500. The instructions for use which accompanies this device instructs the user to "under fluoroscopic guidance, with elevator open, continue to advance the device in short increments until the stent is fluoroscopically visualized through the stricture." There is no evidence to suggest that the customer did not follow the instructions for use. Image review: n/a. Root cause review: from the images provided flexor (clear section) appears to be broken. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to the torturous patient anatomy, causing a build-up of pressure and resulting in the flexor breaking. From additional information received there was resistance felt passing the evolution through stricture. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Customer complaint is confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During eus choledochoduodenostomy procedure the partially conversed sems malfunctioned and could not be deployed successfully.